Manufacturer narrative:
Conclusion and justification status for MDR: the instrument associated with this report was not returned for examination. The reported lot code of 5120111 indicates a date of manufacture of may of 2012. The investigation is unable to draw any conclusions without physical evaluation to evaluate the failure being described. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The metaglene implant is loose on the metaglene handle.